Event description:
It was reported that before use of the bd insyte¿ IV catheter the needle was through the catheter before opening the package. There were six occurrences. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found needle through catheter before opening the package.

Manufacturer narrative:
Investigation: 2 actual samples without unit package were returned for investigation. The samples were not decontaminated. Needle pierced through catheter was observed on the returned samples. The complaint is confirmed and the product is out of specification. Needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. CAPA#(B)(4) had been initiated to address needle pierced through catheter issue DHR was completed and no qn was raised for catheter pierced through catheter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ IV catheter the needle was through the catheter before opening the package. There were six occurrences. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found needle through catheter before opening the package.